Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was indicated that white foreign material on the distal end plastic cover and e315 scope error code were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the e315 scope error code is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the white foreign material on the distal end plastic cover, the identity of the foreign material and a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.